Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead extended on its own while attempting to maneuver the rv lead to the implant site. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.